Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.

Event description:
Reporter indicated that the pt had device removed due to the presence of a lesion at his generator site. Pt had noted discharge at site of lesion over the past few months, but had no complaints regarding device. No diagnostic tests were run at the time of surgery to check device function. All attempts for further info have been unsuccessful to date. Product return was requested, but device was discarded by hospital following surgery.